Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (20-30 mg/dl). Reportedly, the customer's basal rate is set too high and needs to be adjusted. Customer ate carbohydrates to stabilize bg levels. Customer stated they are in contact with their health care professional to make adjustments to their basal rate.